Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the doctor was performing the procedure according to the IFU. The guidewire was bent and could not get in. The doctor took out another new product and finished the procedure.

Event description:
The customer reports that the doctor was performing the procedure according to the IFU. The guidewire was bent and could not get in. The doctor took out another new product and finished the procedure.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cvc kit with multiple components including; a dilator, ars, introducer needle, spring wire guide (swg) assembly, and others. Visual inspection of the returned swg revealed a slightly more open j-bend but no damage or defects. Microscopic examination confirmed both welds were fully attached and spherical. The length of the swg measured 602mm which is within specifications of 596-604mm per swg product drawing. The outer diameter of the returned swg measured 0.791mm which is within specifications of 0.788-0.826mm per swg product drawing. The guide wire was advanced through the returned catheter, dilator, ars, and 18 ga introducer needle to functionally test the guide wire. The guide wire passed through all components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was not able to be confirmed through examination of the returned sample. The guide wire had a j-bend that was slightly more open, but no damage was observed. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire no problem was found. Teleflex will continue to monitor and trend for reports of this nature.